Event description:
Clinical study. Same event as MDR 6000089-2007-00427. It was reported that 511 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Target lesion 1 was identified in the distal right coronary artery (dist rca) and was treated with predilatation and a 2.50 x 16mm taxus express2 drug eluting stent. However, the stent was unable to cross the lesion. Target lesion 2 was identified in the mid right coronary artery (mid rca) and was treated with predilatation and placement of a 3.00 x 12mm taxus express 2 drug eluting stent. Residual stenosis was 0%. Target lesion 3 was identified in the proximal right coronary artery (prox rca) and was treated with predilatation and placement of a 3.00 x 32mm taxus express 2 drug eluting stent overlapping with the mid rca stent. Residual stenosis was 0%. The pt was discharged one day later on aspirin and plavix. At 511 days later, the pt required a tvr for stenosis in the distal rca. The distal rca was treated with a taxus express 2 drug eluting stent. The pt was discharged the next day. In the opinion of the physician, it is unk if the taxus stent was involved.

Manufacturer narrative:
Device eval: the stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.